Event description:
In 2006, the lay user/patient contacted lifescan, alleging that her one touch ultra meter was reading inaccurately high compared to her feelings/normal readings. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported, that she woke up feeling sweaty, shaky, and nauseated. She tested on the reported meter and obtained a 95 mg/dl. No actions were taken following the use of the meter that would affect her blood glucose level. She fainted shortly thereafter. The paramedics were contacted and upon their arrival, a result of 95 mg/dl was obtained (device unknown) at 9:30 pm. She was transported to the hospital. No other information was provided. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was using the correct testing technique. The cca discovered that she had been incorrectly cleaning the puncture area. The meter, test strips, and control solution were replaced. It would have been helpful to know the results obtained prior to developing symptoms, her medication regimen, her diet, other health conditions, which device the paramedics used to obtain the 95 mg/dl result, if the paramedics administered treatment, possible blood glucose results obtained at the hospital, possible treatment received, and diagnosis received at the hospital. This complaint is being reported due to the following conclusion: the patient was symptomatic (sweaty, nauseated, and shaky), obtained a relatively normal blood glucose result (95 mg/dl), lost consciousness soon thereafter, tested normal (95 mg/dl) when the paramedics arrived, and was transported to the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.